Event description:
It was reported that after removing the patient experienced a hazard alarm during operation, having to removed the pod earlier than expected. The site appeared to have burn marks. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.